Event description:
It was reported that during interrogation in the clinic, the insertable cardiac monitor (icm) showed invalid electrogram error. No intervention or procedure was reported. The patient was stable throughout.

Event description:
New information received that electrogram (egm) invalid means that the egm was corrupted.